Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and lost sensor alarm from the insulin pump. The customer's blood glucose reading was 420 mg/dl. The customer had high readings because she forgot to bolus. The customer treated with a bolus. The customer stated that the pump is not communicating with the transmitter. The customer stated that the lost sensor alarm occurred after the init period was completed. The customer stated that the lost sensor did not occur within 20 minutes after immediately entering blood glucose for calibration. The customer was advised that the alarm may be caused by orientation. The customer was advised to call back if the issue recurs.